Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e1302 hematuria/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2026, the patient presented to an urgent care facility with symptoms including frequent urination and general discomfort suggestive of hyperglycemia. Blood glucose testing performed at the facility indicated significantly elevated levels; however, the patient was unable to recall the specific value. At that time, the cgm displayed a glucose reading of 240 mg/dl, which the patient believed was lower than the fingerstick blood glucose (fsbg) measurement. In response to the elevated glucose levels, the patient was prescribed medication to aid in glucose control; however, it is unknown whether the patient accepted or declined this treatment. The patient initially declined medical advice to seek further evaluation in the emergency department (ed). Later the same day, due to worsening symptoms, the patient was transported to the ed by his son. The patient was unable to recall the cgm reading at the time of ed presentation. During hospitalization, blood glucose levels fluctuated, with reported values including 156 mg/dl followed by a decrease to 68 mg/dl (method of measurement not specified). In response to the hypoglycemic episode, the patient received intravenous (IV) fluids and IV dextrose. Diagnostic evaluations included a CT scan of the abdomen and pelvis, as well as a 12-lead electrocardiogram (ECG). Clinical findings included bilateral flank pain, unspecified chest pain, and hematuria. While a final diagnosis was not documented, the patient reported being admitted for monitoring and was discharged once his condition stabilized on (B)(6) 2026, at approximately 12:58 pm. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.